Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." This report is number 3 of 3 mdrs filed for the same patient (reference 1825034 -2016-03298, 03299, & 02733).

Event description:
Patient's left hip was revised 18 days post-implantation due to infection. During the procedure, the acetabular liner, femoral head and stem were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Concomitant medical products - biomet g7 acetabular shell catalog#: 010000664 lot#: 3774671, biomet g7 screw catalog#: 010000997 lot#: 3654042, biomet g7 screw catalog#: 010000997 lot#: 3741177, biomet g7 screw catalog#: 010000997 lot#: 3749684.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).